Event description:
Nurse injected the patient with too much lidocaine. Rn accidentally use lidocaine 1% and not lidocaine eith epi. Patient had an overdose and had to visit the hospital. He is reporting numbness in one bicep, which he states has already started to improve.

Manufacturer narrative:
A review of the device data indicated no issue with the system that would have caused the adverse event.